Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2011. It was reported that during a stenting treatment procedure there was difficulty crossing the lesion. The 60% stenosed and denovo target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 32x4.50mm veriflex stent delivery system (sds) was then advanced to the lad and would not cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage .

Manufacturer narrative:
Device evaluated by manufacturer: contrast was present in the distal lumen. The sds device with the stent was visually, tactilely and microscopically examined along the entire length. The first two rows of the proximal stent were damaged and the distal end of the stent was slightly flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)